Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects on the connecting tube and adhesive on the bending section cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified based on the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.